Manufacturer narrative:
Correction information was provided in b.5. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information received and stated that, the investigator assessed bleb revision (surgical reintervention) as non-serious with moderate severity.

Event description:
A non-health care professional via study reported that after an glaucoma filtration device implantation procedure, visual field progression was detected and the attending surgeon recommended bleb revision. Bleb revision in the operating room was performed, with antihistamines and antineoplastic antibiotics. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4) h.10 reflects all related report numbers associated with this product event that have been submitted at this time.